Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2020 this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) in the patient with a very thickened and lipomatous septum. One mitraclip was implanted reducing mr grade to 1. The following day, (B)(6) 2020, an echocardiogram was performed which showed mr grade 2-3 and the posterior leaflet was no longer inside the mitraclip. The patient is in stable condition since the mr remains improved from his original baseline. The patient will be monitored for a few months and another echocardiogram will be performed. After the physician reviewed the imaging from the procedure, he commented in hindsight that the single leaflet device attachment (slda) was related to poor leaflet insertion that was not appreciated during the procedure. There was no evidence of chordal rupture, tissue damage or any other leaflet injury due to the slda. The treatment planned at this time is to monitor the patient's condition. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis as the clip remains implanted. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided the reported slda (single leaflet device attachment) is the result of poor leaflet insertion during the procedure. The reported recurrent mr (mitral regurgitation) is the result of the slda. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na